Manufacturer narrative:
(Complaint number: (B)(4)). No samples (actual or unused) were received for evaluation. Please advise the customer that we must have samples returned for quality assurance so that a proper investigation may be conducted. Should the customer encounter any issues in the future, please advise them to save the samples for investigative purposes. No pictures were received. We have no further inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint to our supplier for their investigation and comments. Production documents of the concerned batch were reviewed and there is no documentation which indicates a deviation. Retain samples were visually inspected and no deviation were found. Safety mechanisms were manually activated and there were no difficulties encountered in engaging the safety. Pull force testing was conducted to measure the engagement force at the connection between protector and stopper; results were within specification. Move force and return force were also measured; results were within specification. The complaint could not be confirmed.

Event description:
Customer states that a needle stick injury occurred on (B)(6) 2015 while performing a hand / knuckle area venipuncture. It was indicated that the device moved and stuck the employee in the thumb while they were attempting to activate the safety. The event was not life threatening, did not result in impairment of a body function, did not result in permanent damage to a body structure, and did not necessitate medical or surgical intervention to preclude impairment or damage to the employee.